Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized; however, the specific date could not be recalled. The customer's blood glucose (bg) level of 45 mg/dl; cause was unknown. Customer was treated with intravenous fluids of dextrose to address the bg. Customer was discharged 1 day later with the issue resolved and no permanent damage.